Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to clinic for a follow up. Upon interrogation of the pulse generator, it was noted that the right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. Patient status was unknown.